Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)") and retinal dystrophy ("pigmentary retinal dystrophy") in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1987 and (B)(6) 1993), weight loss, hair loss, depression, pap smear abnormal, vaginal delivery and uterine dilation and curettage. Previously administered products included for birth control: encare; for an unreported indication: propoxyphene. Past adverse reactions to the above products included adverse drug reaction with encare; and urticaria with propoxyphene. Concurrent conditions included body mass index normal, anesthesia, vaginal discharge, hiatal hernia, anemia, sleep unwell, pain in upper extremities, muscular weakness, hypoaesthesia, joint swelling, joint swelling, drug hypersensitivity, menopausal symptoms, delayed period, night sweats, hot flashes, tired all the time, vaginal dryness, insomnia, irritability, breast pain, mole of skin, alcohol use, non-tobacco user and optic nerve disorder. Family history included cancer (paternal grandmother), cholesterol levels raised (mother), alzheimer's disease (mother), type 2 diabetes mellitus (mother), discomfort intraocular, retinitis pigmentosa (brother , father) and glaucoma (paternal grandfather). Concomitant products included atenolol since 2004, biotin since 2014, estrogens conjugated (premarin), loratadine, pseudoephedrine sulfate (claritin-d allergy) since 2004 and multivitamin since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), retinal dystrophy (seriousness criterion medically significant), fatigue ("fatigue"), eczema ("eczema"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain (constant, severe)"), back pain ("lower back pain (constant, severe)"), pain in extremity ("upper thighs pain (infrequent,mild)"), weight increased ("weight gain"), hyperlipidaemia ("hyperlipidemia"), carpal tunnel syndrome ("carpal tunnel syndrome") and heart rate increased ("accelerated heart rate"). The patient was treated with ibuprofen (motrin), surgery (underwent hysterectomy with bilateral salpingo-oophorectomy) and surgery (underwent hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, retinal dystrophy, fatigue, migraine, headache, nausea, back pain, pain in extremity, hyperlipidaemia, carpal tunnel syndrome and heart rate increased outcome was unknown and the eczema, dysmenorrhoea, dyspareunia, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, carpal tunnel syndrome, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, headache, heart rate increased, hyperlipidaemia, migraine, nausea, pain in extremity, retinal dystrophy, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: current weight: (B)(6) lbs. Patient use sponge contraceptive from 2004 to 2007. Mr- right side - five coils, left side - four trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion . (B)(6) 2003 : echocardiography report : findings: the mitral, tricuspid and aortic valves are morphologically normal and display normal excursion. There are normal left atrial and left ventricular chamber sizes. The right heart chamber sizes and right ventricular free wall contractility are normal. There is normal left ventricular wall thickness. The left ventricle display normal contractility without regional variation. The ejection fraction is 60%. There is no mural thrombus. Color flow doppler analysis with mapping shows no valvular stenosis regurgitation or evidence of intracardiac shunt. Conclusion: normal study. On (B)(6) 2006 : cytopathology exo/endo smear thin prep-screen : specimen: endo/exo sample, cyto brush interpretation: epithelial cell abnormality; squamous cell; atypical squamous cell of undetermined significance. On (B)(6) 2007 : surgical pathology report : final diagnosis: cervix at 8 and 12 o¿clock (biopsy): benin squamous mucosa negative for dysplasia and malignancy cervix endometrial curettings (biopsy): squamous and endocervical mucosa with squamous metaplasia. Gross description: the specimen is received in formalin in 3 containers. Part 1: labeled cervical biopsy at 6 o¿clock consists of fragment of firm, irregularly shaped pink-tan tissue measuring 0.4x0.3x0.3 cm. It placed in tea bag an entirely submitted in cassette a1 with h&e x 3 tag. Part 2: labeled cervical biopsy at 12 o¿clock consists of fragment of firm, irregularly shaped pink-tan tissue measuring 0.4x0.3x0.2 cm. It placed in tea bag an entirely submitted in cassette b1 with h&e x 3 tag part 3: labeled ecc consists of multiple pink gelatinous tissues measuring 1.0x0.5x0.1 cm in aggregate. It is filtered in tea bag stained with hematoxylin and entirely submitted in cassette c1 with h&e x 3 tag. On (B)(6) 2009 : bilateral digital diagnostic mammogram with cad: findings: the tissue of both breasts is heterogeneously dense. This may lower the sensitivity of mammography. No significant masses, calcifications, or other findings are seen in either breast. Impression: recommended clinical follow up for the pain. On (B)(6) 2009 : surgical pathology report: clinical information: irregular bleeding diagnosis: endometrium (biopsy): polypoid fragments of secretory endometrium gross description: received in formalin and specimen source emb is 1.5x1.0x0.2 cm aggregate of pink-tan soft tissues, which are submitted in to biopsy bag in cassette a1. On (B)(6) 2010 : cervical spine without contrast : impression: loss of normal cervical lordotic curvature. Broad based posterior disk/osteophyte complex bulge extending into bilateral neural foramina at c5- c6 level, causing moderate to severe bilateral neural foraminal narrowing, right much greater than left. Minimal central canal stenosis is present. The 3 broad based posterior disk/osteophyte complex bulge extending into bilateral neural foramina at c3- c4 level, causing mild right and moderate to severe foraminal narrowing degenerative disk disease. Indication for scan: neck pain and numbness radiating into bilateral upper and lower extremities. Evaluate. Findings: the alignment is significant for loss of normal cervical lordotic curvature c3-c4: the disk is desiccated and mildly degenerated with 3 mm broad based posterior disk/ osteophyte complex bulge extending into bilateral neural foramina causing mild right and moderate to severe foraminal narrowing c5-c6: : the disk is desiccated and degenerated with 4 mm broad based posterior disk/ osteophyte complex bulge extending into bilateral neural foramina causing moderate to severe bilateral neural foraminal narrowing, right much greater than left. Minimal central canal stenosis is present. On (B)(6) 2010 : ultrasound of pelvis : impression: there is right ovarian cyst measuring 31.x2.2x2.1 cm in size. Indication for scan: pain. Findings: tiny amount of free fluid is seen in the cul-de-sac which is physiologic. On (B)(6) 2011 : emg (electromyogram) : impression: bilateral carpal tunnel syndrome. On (B)(6) 2011 : bilateral wrist xray, there views : clinical history: pain findings and impression: mild osteoarthritic changes of the first carpometacarpal joint and the radiocarpal joints. On (B)(6) 2014 : ultrasound pelvic endovaginal : history: pelvic pain; dyspareunia findings:the uterus is normal in size, measuring 8.0 cm sagittally, 4.3 cm anteroposteriorly and 4.7 cm transversely. The myometrial echo pattern is diffusely heterogeneous and consistent with the presence of multiple small myometrial fibroids. The largest discrete fibroid identified measures 1.4 cm in maximal dimension and is located in the anterior wall. There is no endometrial proliferation in the uterus. The endometrial layer measures 3.7 mm in its thickness. The right ovary is normal in size, measuring 1.9 x 1.4x 1.9 cm in its cross-sectional dimensions. The echo pattern of the right ovary is normal. No right adnexal masses or cysts seen. The left ovary is normal in size, measuring 2.3 x 1.1 x 1.3 cm in its crosssectional dimensions. The echo pattern of the right ovary is normal. No right adnexal masses or cysts seen. There is no free fluid in the cul-de-sac or pelvis. Impression: the pelvic ultrasound study demonstrates a normal size uterus with myometrial fibroids up to 1.4 cm in maximal dimension. There is no endometrial proliferation in the uterus. The endometrial layer measures 3.7 mm in its thickness. The ovaries are normal. On (B)(6) 2015 : upper abdominal ultrasound study : clinical indication: epigastric pain an upper abdominal sonogram was obtained. The liver, pancreas, gall bladder, biliary tree, kidneys, aorta, and spleen are visualized. Impression: the upper abdominal ultrasound study demonstrates no significant abnormalities. On (B)(6) 2015 : pelvic ultrasound study : clinical indication: pelvic pain; post menopausal bleeding. The uterus is normal in size, shape and position. The uterus measures 6.9 cm sagittally, 4.8 cm anteroposteriorly and 4.9 cm transversely. The myometrial echo pattern is diffusely irregular and consistent with the presence of small myometrial fibroids. A transmural fibroid measuring 25.0 by 26.7 mm is noted in the fundus. This is the only large discrete fibroid identified. An echogenic curved structure with a small diameter course through the myometrium in the upper uterus on both sides toward the location where the fallopian tube enters the uterus. The curved echogenic structure is associated with comet tall artifact and acoustic shadowing. The latter findings suggest a non-biologic material. There is no abnormal endometrial proliferation in the uterus. The endometrial layer measures less than 2 mm in its thickness. The right ovary is normal in size, measuring 15.6 by 9.2 mm in its cross sectional dimensions. The echo pattern in the right ovary is normal. No right adnexal masses or cysts are seen. The left ovary is normal in size, measuring 18.7 by 12.7 mm in its cross-sectional dimensions, the echo pattern in the left ovary is normal. No left adnexal masses or cysts are seen. There is no free fluid in the cul-de-sac or pelvis. No abnormal masses or fluid collections are seen in the pelvis and lower abdomen above the bladder. Impression: the pelvic ultrasound study demonstrates the presence of an intensely echogenic curved structure with a small diameter that courses through the myometrium in the upper uterus on both sides toward the location where the fallopian tube enters the uterus. The sonographic appearance suggests a non-biologic material. The findings are consistent with movement of the stems placed in the fallopian tubes during the essure procedure partially into the myometrium on both sides. The uterus is normal in size and contains fibroids. The ovaries are normal. On (B)(6) 2016 : ultrasound report : patient referred for ultrasound evaluation because of pelvic pain. She was also told elsewhere that her essure coils had slipped. Evaluation: uterus: size: longitudinal 79 mm. Anterio- posterior 46 mm. Transverse 51 mm. Volume: 97.0 ml. Myometrium: somewhat heterogeneous in echotexture. Endometrium thickness total: 3.3 mm. Comment: essure coils are seen in place. On (B)(6) 2016 : surgical pathology exam : specimen: uterus, cervix, bilateral fallopian tubes and ovaries. Diagnosis: uterus, ovaries and fallopian tubes, right and left, robotic-assisted hysterectomy and bilateral salpingo-oophorectomy; - cervix - mild chronic cervicitis and squamous metaplasia.- endometrium- atrophic - myometrium - metallic corkscrew device embedded within myometrium and perforating through serosal surface (gross exam); adenomyosis. Right and left ovaries - benign physiologic changes. - right and left fallopian tubes - no pathologic change. Gross description: received in formalin is uterus with right and left ovaries and fallopian tubes attached. The specimen weighs 122 grams. The uterus measures 9.5 cm from superior to inferior, 6.1 cm from right to left, and 4.8 cm from anterior to posterior. The serosal surface is pink-tan and smooth. Perforating through the serosa of the left fundus at the junction of the fallopian tube is a metal device that is cylindrical with a coiled end. The tissue surrounding the medical device is disrupted and the opening in the serosal surface of the uterus measures 1.8 x 0.6 cm. A 1.5 cm of the device is protruding through the surface with the remainder of the device embedded within the myometrium. The cervix measures 3.5 cm in length and 3.5 cm in diameter. The ectocervix is pink-tan an smooth. The uterus is opened to reveal that the endocervical canal measures 2.8 cm in length and is covered by a shiny gray-white mucosa. The endometrial cavity measures 3.5 x 1.2 cm and is covered by a 0.2 cm in thickness pink-tan endometrium. The myometrium averages 1.5 cm in thickness and sections reveal that the medical device extends from the right cornu of the endometrial cavity through the myometrium and out through the serosal surface at the left side as previously described. The device is not within either fallopian tube. The metallic device is left in situ for documentation purposes. The myometrium on cut section has a pink-tan surface with focal areas of trabeculation. No masses are identified. The right fallopian tube includes the fimbriated end and measures 6.2 cm in length and 0.5 cm in diameter. The serosal surface is gray-pink and smooth. The fallopian tube is serially sectioned to reveal a pinpoint lumen. The right ovary measures 2.5 x 1.5 x 1.1 cm. It is bisected to reveal a tan yellow, rubbery interior. The left fallopian tube includes the fimbriated end and measures 6.1 cm in length and 0.4 cm in average diameter. The serosal surface is pink-tan and smooth. The fallopian tube is serially sectioned to reveal a pinpoint lumen. The left ovary measures 2.2x 1.7 x 1.1 cm it is bisected to reveal a tan-yellow rubbery interior. Representative sections are submitted as follows: anterior cervix; posterior cervix; anterior endomyometrium; posterior endomyometrium; entire right fallopian tube, sectioned at 4 mm intervals (as per request); entire left fallopian tube from proximal to distal, sectioned at 4 mm intervals (as per request); right ovary; left ovary. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: eczema (confirming other eczema), pigmentary retinal dystrophy ( confirming pigmentary retinal dystrophy), hyperlipidemia(confirming hyperlipidemia) incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)") and retinal dystrophy ("pigmentary retinal dystrophy") in a 49-year-old female patient who had essure (ess205) (batch no. 621680) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 1987 and (B)(6) 1993), weight loss, hair loss, depression, pap smear abnormal, gravida and uterine dilation and curettage. Previously administered products included for birth control: encare; for an unreported indication: propoxyphene. Past adverse reactions to the above products included adverse drug reaction with encare; and urticaria with propoxyphene. Concurrent conditions included body mass index normal, anesthesia, vaginal discharge, hiatal hernia, anemia, sleep unwell, pain in upper extremities, muscular weakness, hypoaesthesia, joint swelling, joint swelling, drug hypersensitivity, menopausal symptoms, delayed period, night sweats, hot flashes, tiredness, vaginal dryness, insomnia, irritability, breast pain, mole of skin, alcohol use, non-tobacco user and optic nerve disorder. Family history included cancer (paternal grandmother), cholesterol levels raised (mother), alzheimer's disease (mother), type 2 diabetes mellitus (mother), discomfort intraocular, retinitis pigmentosa (brother , father) and glaucoma (paternal grandfather). Concomitant products included atenolol since 2004, biotin since 2014, estrogens conjugated (premarin), loratadine, pseudoephedrine sulfate (claritin-d allergy) since 2004 and multivitamin since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), retinal dystrophy (seriousness criterion medically significant), fatigue ("fatigue"), eczema ("eczema"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain ("abdominal pain (constant, severe)"), back pain ("lower back pain (constant, severe)"), pain in extremity ("upper thighs pain (infrequent,mild)"), weight increased ("weight gain"), hyperlipidaemia ("hyperlipidemia"), carpal tunnel syndrome ("carpal tunnel syndrome") and heart rate increased ("accelerated heart rate"). The patient was treated with ibuprofen (motrin), surgery (underwent hysterectomy with bilateral salpingo-oophorectomy) and surgery (underwent hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, retinal dystrophy, fatigue, migraine, headache, nausea, back pain, pain in extremity, hyperlipidaemia, carpal tunnel syndrome and heart rate increased outcome was unknown and the eczema, dysmenorrhoea, dyspareunia, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, back pain, carpal tunnel syndrome, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, headache, heart rate increased, hyperlipidaemia, migraine, nausea, pain in extremity, retinal dystrophy, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: current weight: 150 lbs patient use sponge contraceptive from 2004 to 2007 mr- right side - five coils, left side - four trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion (B)(6) 2003 : echocardiography report : findings: the mitral, tricuspid and aortic valves are morphologically normal and display normal excursion. There are normal left atrial and left ventricular chamber sizes. The right heart chamber sizes and right ventricular free wall contractility are normal. There is normal left ventricular wall thickness. The left ventricle display normal contractility without regional variation. The ejection fraction is 60%. There is no mural thrombus. Color flow doppler analysis with mapping shows no valvular stenosis regurgitation or evidence of intracardiac shunt. Conclusion: normal study (B)(6) 2006 : cytopathology exo/endo smear thin prep-screen : specimen: endo/exo sample, cyto brush interpretation: epithelial cell abnormality; squamous cell; atypical squamous cell of undetermined significance (B)(6) 2007 : surgical pathology report : final diagnosis: cervix at 8 and 12 o¿clock (biopsy): benin squamous mucosa negative for dysplasia and malignancy cervix endometrial curettings (biopsy): squamous and endocervical mucosa with squamous metaplasia gross description: the specimen is received in formalin in 3 containers. Part 1: labeled cervical biopsy at 6 o¿clock consists of fragment of firm, irregularly shaped pink-tan tissue measuring 0.4x0.3x0.3 cm. It placed in tea bag an entirely submitted in cassette a1with h&e x 3 tag. Part 2: labeled cervical biopsy at 12 o¿clock consists of fragment of firm, irregularly shaped pink-tan tissue measuring 0.4x0.3x0.2 cm. It placed in tea bag an entirely submitted in cassette b1with h&e x 3 tag part 3: labeled ecc consists of multiple pink gelatinous tissues measuring 1.0x0.5x0.1 cm in aggregate. It is filtered in tea bag stained with hematoxylin and entirely submitted in cassette c1with h&e x 3 tag (B)(6) 2009 : bilateral digital diagnostic mammogram with cad : findings: the tissue of both breasts is heterogeneously dense. This may lower the sensitivity of mammography. No significant masses, calcifications, or other findings are seen in either breast. Impression: recommended clinical follow up for the pain. (B)(6) 2009 : surgical pathology report: clinical information: irregular bleeding diagnosis: endometrium (biopsy): polypoid fragments of secretory endometrium gross description: received in formalin and specimen source emb is 1.5x1.0x0.2 cm aggregate of pink-tan soft tissues, which are submitted in to biopsy bag in cassette a1. (B)(6) 2010 : cervical spine without contrast : impression: 1. Loss of normal cervical lordotic curvature. 2. Broad based posterior disk/osteophyte complex bulge extending into bilateral neural foramina at c5- c6 level, causing moderate to severe bilateral neural foraminal narrowing, right much greater than left. Minimal central canal stenosis is present. 3. Broad based posterior disk/osteophyte complex bulge extending into bilateral neural foramina at c3- c4 level, causing mild right and moderate to severe foraminal narrowing 4. Degenerative disk disease indication for scan: neck pain and numbness radiating into bilateral upper and lower extremities. Evaluate. Findings: the alignment is significant for loss of normal cervical lordotic curvature c3-c4: the disk is desiccated and mildly degenerated with 3 mm broad based posterior disk/ osteophyte complex bulge extending into bilateral neural foramina causing mild right and moderate to severe foraminal narrowing c5-c6: : the disk is desiccated and degenerated with 4 mm broad based posterior disk/ osteophyte complex bulge extending into bilateral neural foramina causing moderate to severe bilateral neural foraminal narrowing, right much greater than left. Minimal central canal stenosis is present. (B)(6) 2010 : ultrasound of pelvis : impression: there is right ovarian cyst measuring 31.x2.2x2.1 cm in size. Indication for scan: pain findings: tiny amount of free fluid is seen in the cul-de-sac which is physiologic. (B)(6) 2011 : emg (electromyogram) : impression: bilateral carpal tunnel syndrome. (B)(6) 2011 : bilateral wrist xray, there views : clinical history: pain findings and impression:mild osteoarthritic changes of the first carpometacarpal joint and the radiocarpal joints. (B)(6) 2014 : ultrasound pelvic endovaginal : history: pelvic pain; dyspareunia findings:the uterus is normal in size, measuring 8.0 cm sagittally, 4.3 cm anteroposteriorly and 4.7 cm transversely. The myometrial echo pattern is diffusely heterogeneous and consistent with the presence of multiple small myometrial fibroids. The largest discrete fibroid identified measures 1.4 cm in maximal dimension and is located in the anterior wall. There is no endometrial proliferation in the uterus. The endometrial layer measures 3.7 mm in its thickness. The right ovary is normal in size, measuring 1.9 x 1.4x 1.9 cm in its cross-sectional dimensions. The echo pattern of the right ovary is normal. No right adnexal masses or cysts seen. The left ovary is normal in size, measuring 2.3 x 1.1 x 1.3 cm in its crosssectional dimensions. The echo pattern of the right ovary is normal. No right adnexal masses or cysts seen. There is no free fluid in the cul-de-sac or pelvis. Impression: 1. The pelvic ultrasound study demonstrates a normal size uterus with myometrial fibroids up to 1.4 cm in maximal dimension. 2. There is no endometrial proliferation in the uterus. The endometrial layer measures 3.7 mm in its thickness. 3. The ovaries are normal. (B)(6) 2015 : upper abdominal ultrasound study : clinical indication: epigastric pain an upper abdominal sonogram was obtained. The liver, pancreas, gall bladder, biliary tree, kidneys, aorta, and spleen are visualized. Impression: the upper abdominal ultrasound study demonstrates no significant abnormalities. (B)(6) 2015 : pelvic ultrasound study : clinical indication: pelvic pain; post menopausal bleeding. The uterus is normal in size, shape and position. The uterus measures 6.9 cm sagittally, 4.8 cm anteroposteriorly and 4.9 cm transversely. The myometrial echo pattern is diffusely irregular and consistent with the presence of small myometrial fibroids. A transmural fibroid measuring 25.0 by 26.7 mm is noted in the fundus. This is the only large discrete fibroid identified. An echogenic curved structure with a small diameter course through the myometrium in the upper uterus on both sides toward the location where the fallopian tube enters the uterus. The curved echogenic structure is associated with comet tall artifact and acoustic shadowing. The latter findings suggest a non-biologic material. There is no abnormal endometrial proliferation in the uterus. The endometrial layer measures less than 2 mm in its thickness. The right ovary is normal in size, measuring 15.6 by 9.2 mm in its cross sectional dimensions. The echo pattern in the right ovary is normal. No right adnexal masses or cysts are seen. The left ovary is normal in size, measuring 18.7 by 12.7 mm in its cross-sectional dimensions, the echo pattern in the left ovary is normal. No left adnexal masses or cysts are seen. There is no free fluid in the cul-de-sac or pelvis. No abnormal masses or fluid collections are seen in the pelvis and lower abdomen above the bladder. Impression: the pelvic ultrasound study demonstrates the presence of an intensely echogenic curved structure with a small diameter that courses through the myometrium in the upper uterus on both sides toward the location where the fallopian tube enters the uterus. The sonographic appearance suggests a non-biologic material. The findings are consistent with movement of the stems placed in the fallopian tubes during the essure procedure partially into the myometrium on both sides. The uterus is normal in size and contains fibroids. The ovaries are normal. (B)(6) 2016 : ultrasound report : patient referred for ultrasound evaluation because of pelvic pain. She was also told elsewhere that her essure coils had slipped. Evaluation: uterus: size: longitudinal 79 mm. Anterio- posterior 46 mm. Transverse 51 mm. Volume: 97.0 ml. Myometrium: somewhat heterogeneous in echotexture. Endometrium thickness total: 3.3 mm. Comment: essure coils are seen in place. (B)(6) 2016 : surgical pathology exam : specimen: uterus, cervix, bilateral fallopian tubes and ovaries. Diagnosis: uterus, ovaries and fallopian tubes, right and left, robotic-assisted hysterectomy and bilateral salpingo-oophorectomy; - cervix - mild chronic cervicitis and squamous metaplasia.- endometrium- atrophic - myometrium - metallic corkscrew device embedded within myometrium and perforating through serosal surface (gross exam); adenomyosis. - right and left ovaries - benign physiologic changes. - right and left fallopian tubes - no pathologic change gross description: received in formalin is uterus with right and left ovaries and fallopian tubes attached. The specimen weighs 122 grams. The uterus measures 9.5 cm from superior to inferior, 6.1 cm from right to left, and 4.8 cm from anterior to posterior. The serosal surface is pink-tan and smooth. Perforating through the serosa of the left fundus at the junction of the fallopian tube is a metal device that is cylindrical with a coiled end. The tissue surrounding the medical device is disrupted and the opening in the serosal surface of the uterus measures 1.8 x 0.6 cm. 1.5 cm of the device is protruding through the surface with the remainder of the device embedded within the myometrium. The cervix measures 3.5 cm in length and 3.5 cm in diameter. The ectocervix is pink-tan an smooth. The uterus is opened to reveal that the endocervical canal measures 2.8 cm in length and is covered by a shiny gray-white mucosa. The endometrial cavity measures 3.5 x 1.2 cm and is covered by a 0.2 cm in thickness pink-tan endometrium. The myometrium averages 1.5 cm in thickness and sections reveal that the medical device extends from the right cornu of the endometrial cavity through the myometrium and out through the serosal surface at the left side as previously described. The device is not within either fallopian tube. The metallic device is left in situ for documentation purposes. The myometrium on cut section has a pink-tan surface with focal areas of trabeculation. No masses are identified. The right fallopian tube includes the fimbriated end and measures 6.2 cm in length and 0.5 cm in diameter. The serosal surface is gray-pink and smooth. The fallopian tube is serially sectioned to reveal a pinpoint lumen. The right ovary measures 2.5 x 1.5 x 1.1 cm. It is bisected to reveal a tanyellow, rubbery interior. The left fallopian tube includes the fimbriated end and measures 6.1 cm in length and 0.4 cm in average diameter. The serosal surface is pink-tan and smooth. The fallopian tube is serially sectioned to reveal a pinpoint lumen. The left ovary measures 2.2x 1.7 x 1.1 cm it is bisected to reveal a tan-yellow rubbery interior. Representative sections are submitted as follows: 1) anterior cervix; 2) posterior cervix; 3) anterior endomyometrium; 4) posterior endomyometrium; 5, 6) entire right fallopian tube, sectioned at 4 mm intervals (as per request); 7, 8) entire left fallopian tube from proximal to distal, sectioned at 4 mm intervals (as per request); 9) right ovary; 10) left ovary. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: eczema (confirming other eczema), pigmentary retinal dystrophy ( confirming pigmentary retinal dystrophy), hyperlipidemia(confirming hyperlipidemia) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.